Event description:
Information received by medtronic indicated that insulin pump screen was exposed to fluid. No harm requiring medical intervention was reported. Troubleshooting was performed; however, customer will discontinue the use of device.

Manufacturer narrative:
(B)(4). Retainer ring = black. Customer returned device for an alleged exposure to moisture found on feb 07, 2022. The device passed the self test and displacement test. Successfully downloaded history files and traces using thump. No unexpected device errors/alarms recorded in the formatted history file for the event date. However, low battery alert was recorded in the formatted history file on (B)(6) 2022 08:06:00.000 and insert battery alarm was recorded in the formatted history file on (B)(6) 2022 16:36:21.000. Device was cut open to perform visual inspection and found corrosion on the electrical boards. No corrosion or moisture damage found on the force sensor, motor and vibrator assembly noted. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a pillowing keypad overlay, a cracked battery tube threads, a scratched case and a cracked case-corner of belt clip rails near the battery tube compartment. During visual inspection, found corrosion on the electrical boards. Device exposed to moisture was confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.